Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced insertion site infection with symptoms described as heat and swelling in the arm after sensor insertion. The customer had contact with a healthcare professional (hcp) who prescribed 0.5 mg clovate corticoid cream and 500 mg ciprofloxacin tablet as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced insertion site infection with symptoms described as heat and swelling in the arm after sensor insertion. The customer had contact with a healthcare professional (hcp) who prescribed 0.5 mg clovate corticoid cream and 500 mg ciprofloxacin tablet as treatment. There was no report of death or permanent impairment associated with this event.